Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported event. The device was received with a crack on the left corner and right plunger case of the top case. A DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log showed a travel reverse error; check clutch/plunger level. To further investigate, multiple occlusion tests were performed; the reported problem could not be duplicated. Customer induced check clutch error by pressing plunger lever and extending plunger head during infusion. History shows the plunger position was at 1.91" at alarm, then at 2.38" at infusion stop. The issue was due to user error. The lead screw was replaced, and both clutch halves and clutch spring were replaced as preventative measures as well.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a plunger slippage. Outcome of the event is unknown.